Manufacturer narrative:
Approximate age of device 3 years, 2 months, 14 days. Manufacturer's investigation conclusion: the report of cosmetic damage to the patient¿s percutaneous lead (driveline) was confirmed both by evaluation of the returned driveline and by the submitted photograph. The silicone jacket was observed to have been torn completely around its circumference at approximately 2.5 inches and again at 8 inches. However, no further damage was identified through the examination of the distal end of the driveline. Approximately 14.5 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in clinic and had several areas of the percutaneous lead (driveline) covered in rescue tape. Device interrogation did not reveal any pump stoppages or low speed events. The customer requested that cosmetic driveline replacement be performed. The patient was asymptomatic. On (B)(6) 2018, the manufacturer's technical service representative performed an external distal driveline replacement. No additional information has been provided.

Manufacturer narrative:
PMA/510k: additional information.

Manufacturer narrative:
The report of cosmetic damage to the patient¿s driveline (dl) was confirmed both by evaluation of the returned dl and by the submitted photograph. The silicone jacket was observed to have been torn completely around its circumference at approximately 2.5¿ and again at 8¿. However, no further damage was identified through the examination of the distal end of the patient's driveline. Approximately 14.5¿ of the distal end of the driveline was returned for evaluation under work order (B)(4). The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.